Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app uninstalled itself. It was indicated that a sensor insertion into the arm occurred on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.